Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27398. Related manufacturer reference number: 2017865-2021-27400. It was reported a patients pacemaker, right ventricular lead, and atrial lead presented with an infection. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.